Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by arthroscopy, sports medicine, and rehabilitation titled "the usefulness of concomitant ultrasound guidance with surgery for acute achilles tendon rupture using an internal brace." The study reviewed one hundred forty-three (43) patients who underwent foot and ankle procedures using arthrex swivelock to treat achilles tendon insufficiency. Two (2) patients had a revision- anchor removal during the six (6) month follow-up period. Ref: chida s, kobayashi m, sakuraba t, sasaki k, miyakoshi n. The usefulness of concomitant ultrasound guidance with surgery for acute achilles tendon rupture using an internal brace.2025